Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, silicone migration, pain, anxiety - product/ procedure, inflammation/irritation, varied injuries and capsular contracture was received on (B)(6) 2024, with lot number 2642830. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture and silicone migration: observed, opening assessed as unidentified (tear) opening. Shell thickness was within specification). ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. ¿ varied injuries: unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Egal affairs later reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from explantation".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as unidentified (tear) opening. Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported "rupture and capsular contracture". Healthcare professional later reported "grade 3". Healthcare professional later reported accident. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced.